Event description:
It was reported that when the programmer was turned on an error occurred. Further investigation indicated that the radio frequency head was removed and the programmer was rebooted and functioned correctly. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.